Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the act button required multiple press to respond. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was not vibrating at all. Customer stated that the screen was scratched and difficult to read. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify low battery alarm and audio/vibrate anomalies due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces. Insulin pump received with minor scratched lcd window. (B)(4).